Event description:
Target was notified that during a "hcc tae" procedure the distal coil of the "gdc" detached in the a8 branch of the right hepatic artery. The pt was not affected from this occurance.